Event description:
It was reported that the packaging of this artificial urinary sphincter (aus) appeared to have an incomplete seal. Due to concern of contamination, the product was not used, and the procedure was completed with another device. No patient complications were reported.